Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported approximately 11 years post the index procedure, the patient presented with a ruptured abdominal aneurysm. CT revealed the talent graft had migrated down from the renals with the rupture noted at the proximal end of the graft. Intervention was completed where the physician elected to implant an endurant aui graft. The procedure was performed under short neck indication. A type ia endoleak was then observed. Heli-fx endoanchors were implanted however the endoleak remained. A occluder was implanted on the left and an endurant limb (etlw1624c124e) on the right. It was reported the physician could not achieve a seal proximally and decided to implant a non mdt non aortic cuff proximally to the endurant aui. The cuff did not land where expected. The physician suspected a junctional leak and implanted an additional cuff covering the left renal. On the final run, the type ia endoleak was still observed. A fem-fem was then performed. It was then reported the patient expired. Per the physician the cause of the type ia endoleak and migration are undetermined. The cause of death was due to the ruptured abdominal aorta.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician confirmed a type ia endoleak in the talent stent graft led to the rupture.